Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the distal end of the device appeared normal and the exchange sheath was fully slit. The garage leaves were bent which is a result of the device dropping out of the package during the return of the device from the hospital. The thumb advancer was partially retracted from the finish position, and there were markings on the detent feet which is an indication that the access ports were used. During clip deployment, the vessel locator wings are designed to automatically collapse so as not to interfere with the clip deployment; however, during the inspection of the device, the vessel locator wings were found bent. The bent locator wings indicate that distal forces were applied to the wings during thumb advancement preventing them from collapsing proximally into the tubeset. Tissue compressed between the distal end of the tubes and behind the open vessel locator wings during thumb advancement is the most probable cause for the bent locator wings and subsequently contributed to difficult device removal. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no similar complaints within this lot for bent wings.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deployment, the device was reported to be stuck and difficult to remove. As per the instructions for use, the access ports and the safety release button were used but it was not possible to remove the device. The physician attempted to remove the device manually but was unsuccessful. Surgical intervention was required to remove the device from the anatomy. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.